Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent; tdg215939v full lead.

Event description:
Implant attempt - lead hooked tissue when introduced. Hcp suspects helix was out before introduction. The patient's status was reported as "ok". The device was not implanted.